Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported an intermittent artifact and dark banding appearing at the edge of abdomen/thorax region. The philips field service engineer (fse) evaluated the system and confirmed the ring artifact present on image data. The fse determined the cause of the ring artifact to be a crack in the compensator of the collimator. The fse replaced the collimator and ran calibrations to resolve the issue. The fse reported there was no harm to a patient and no report of misrepresentation/mistreatment as a result of the artifact. The system is in clinical use. This issue has been determined to not be reportable.

Manufacturer narrative:
The customer reported an intermittent artifact and dark banding appearing at the edge of abdomen/thorax region. The philips field service engineer (fse) evaluated the system and confirmed the ring artifact present on image data. The fse determined the cause of the ring artifact to be a crack in the compensator of the collimator. The fse replaced the collimator and ran calibrations to resolve the issue. The fse reported there was no harm to a patient and no report of misrepresentation /mistreatment as a result of the artifact. The system is in clinical use. This issue has been determined to not be reportable.